Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the image malfunction was attributed to failure in the printed circuit board of the subject device due to a humid environment of use for a long time. In addition, it is surmised that the video connector socket malfunction was attributed to the locking mechanism failure due to aging deterioration or device handling such as removing the video connector without unlocking it.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from that it was found the image of the subject device was not displayed but was black image might occurred due to the printed circuit board failure during the incoming inspection for the repair at the service department of olympus (B)(4) (oekg). The printed circuit board was gotten the moisture damage. It was also found that the video connector socket of the subject device was no longer hold the camera heads. There was no patient injury associated with this report.